Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-3 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Event description:
The event was not caused by the scope; however, the olympus endoscope reprocessor (oer-3) was used when the scope was reprocessed.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, the panel on the left side of the olympus elite endoscope reprocessor (oer-3) overheated, causing a burning smell. It was found that there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that oer-3 was operated while liquid was leaking from there. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Related complaints: (B)(6).

Manufacturer narrative:
The device will not be returned. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.